Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported via a trial that a 2.5 x 12 mm and a 2.75 x 18 mm xience v stent were implanted. Two days later, the pt experienced angina. An angiogram was performed and restenosis was noted. The pt was hospitalized and percutaneous coronary intervention was performed and medication was administered. No additional event or pt info is available.

Manufacturer narrative:
The second xience v 2.75 x 18mm mentioned is being filed under the same MFR number. Results and conclusion summation: product performance engineering reviewed the incident. Angina and restenosis, are listed in the instructions for use and are known risks associated with stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. The procedure was completed successfully. It is likely that the angina is a symptom of the restenosis. A conclusive root cause for the pt effects, and the relationship to the devices, if any, cannot be determined.